Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, near the end of the case, the surgeon was touching up small areas of oozing, when the tip of the blade broke off. The tip was recovered and will be sent in with the device. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, evidence of contact with metal in or out of the operative field. During the visual inspection it was noted that the tissue pad was detached but with evidence of the tissue pad material in the groove section of the clamp arm. In addition, the clamp arm was found to be damaged but firmly fixed to the outer tube at the clamp arm weld. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Due to the condition of the blade and tissue pad, we are unable to investigate further to the hemostasis issues. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use.

Manufacturer narrative:
(B)(4). Device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent